Event description:
It was reported that the nurse called in advising the packaging of the foley catheter and the label on the catheter was giving different information. The syringe in the package was 10mls. The box says 10ml, but the sticker says 5ml and insert 10ml on the picture, as demonstrated by the picture attached. Experienced nurses have contacted me with concerns regarding this. This could cause problems with inexperienced nurses. They don't believe this catheter came from the worthing warehouse- as not relating to one of our patients, looking at the product code, and believed this has come from a hospital however still misleading.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned two-photo sample noted two unopened boxes (with original packaging), hydrogel coated foley catheter. Visual inspection of the first photo sample shows the top side label with the inflation volume noting, which states that it's 10ml. The second-photo sample noted that the side label noting, which states that the balloon size which is 5 ml. This does meet specification per ip8700003, revision 0. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed, a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called in advising the packaging of the foley catheter and the label on the catheter was giving different information. The syringe in the package was 10mls. The box says 10ml, but the sticker says 5ml and insert 10ml on the picture, as demonstrated by the picture attached. Experienced nurses have contacted me with concerns regarding this. This could cause problems with inexperienced nurses. They don't believe this catheter came from the worthing warehouse- as not relating to one of our patients, looking at the product code, and believed this has come from a hospital however still misleading.